Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a routine follow-up 9 months prior before elective replacement indicator (eri) was declared, the estimated battery longevity was within range. Two months later, the patient contacted their physician, complaining of feeling unwell. The battery longevity was rechecked and found to be completely depleted. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed that the device data was insufficient to obtain battery status, and there was no telemetry. A memory download was not able to be performed. The device case was opened, and visual inspection revealed no irregularities. The battery was removed and connected to an external power source. The battery drain measured normal. The battery was sent for further analysis and the results show a depleted cell pattern with no battery-related anomaly determined. The root cause of the issue could not be established as no anomaly was found in the device's hybrid components or its battery.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a routine follow-up 9 months prior before elective replacement indicator (eri) was declared, the estimated battery longevity was within range. Two months later, the patient contacted their physician, complaining of feeling unwell. The battery longevity was rechecked and found to be completely depleted. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.